Event description:
The user facility reported a 78-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the placement signal of an impella cp pump disappeared immediately after implant. As a result of the noted issue, the decision was made to replace the pump. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the optical signal issue has been completed since the original report was filed. The pump was returned for investigation. No physical abnormalities were observed. However, the data log showed that the issue had occurred. Placement signal was lost immediately after the shockwave device used. The cause of the optical signal issue was a damaged sensor due to the shockwave device interaction.

Manufacturer narrative:
Correction to MDR MFR report 1220648-2024-09986-01: added shockwave as a concomitant medical product due to the investigation findings that confirm the shockwave device interaction was the root cause of the optical signal issue.